Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. Prior to sensor insertion the area was cleansed with soap and water. The reaction area was kept clean and dry. On (B)(6) 2024, the patient experienced a skin reaction. The patient developed burning sensation and a scar under the sensor patch area. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).